Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was injected halfway into the patient's eye and it was observed that lens was torn . The lens was explanted in the initial procedure. Additional information has been received and there was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3.,h.6.,h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with an unspecified company handpiece. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. No further information has been provided at this time. File will be reopened when new information is received. The instructions for use (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the intra ocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company model iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).